Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a scratched case and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 100mg/dl. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.